Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing of atrial tachycardia/atrial fibrillation. There is no further information available to this lead. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: patient codes and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing of atrial tachycardia/atrial fibrillation. There is no further information available to this lead. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.